Event description:
Customer reportedly obtained a result of 70mg/dl and felt hyperglycemic symptoms. Customer was taken to the hospital, an unknown amount of time later and tested 672mg/dl on their device. Customer was admitted for 3 days and received insulin. Requested return of suspect system and replacement was sent.